Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was having a hard time charging their implantable neurostimulator (ins). The coupling with the ins was ¿not good, therefore the efficiency most of the times were in the white squares.¿ the patient¿s ins had been previously surgically repositioned on (B)(6) 2019 and it was noted the ins seemed to have ¿a bit of an angle that might be causing the lack of charge.¿ a different recharger was tried in an effort to troubleshoot the event, but the problem persisted. The patient¿s neurosurgeon asked for images to confirm if the ins had an angle or not; the hcp was considering a surgery and trying to charge intra-operatively. The issue remained unresolved at the time of report. There were no patient symptoms or complications associated with the event and the event did not lead to or extend patient hospitalization. The potential for a surgical intervention was being evaluated at the time of report. The patient was alive with no injury at the time of report. There were no complications reported or anticipated.

Event description:
Additional information received reported there remained no surgical interventions planned or performed and that the patient was seeking a third opinion at the time of follow-up. It was noted the ¿patient was very psychiatric¿ and that as far as the manufacturer representative knew, the doctor-patient ¿relationship didn¿t work out¿ for the second opinion. It was noted the patient¿s ins was reposition on 2019-aug-28 because the ins was ¿implanted in the same side where the patient had the defected arm, so she had a hard time charging the device.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: please note that patient code c76143 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient underwent a surgical revision to troubleshoot the issue. It was noted the ins ¿ charged well¿ while tested intraoperatively and that the doctor implanted it ¿not too deep in order toavoid a bad coupling.¿ the patient was ¿doing fine¿ at the time of follow-up and was ¿charging with half of the total bars¿ at that time. This was postulated to be ¿maybe due to the inflammation of the incision.¿ there were no further complications reported or anticipated.